Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, the customer changed pump supplies multiple times and the issue recurred. Subsequently, the customer performed a pump reset to resolve the issue. There was no reported impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.